Event description:
It was reported that a basal/bolus infusor?s reservoir ruptured. The device had been filled manually with a syringe. The malfunction occurred during infusion on a patient. There was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was received for evaluation. A visual inspection and leak testing were performed. The reported condition of ruptured bladder was not confirmed during product evaluation; however, a leak was detected. The observed leak will be addressed in a separate investigation.